Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip caught in chordae during positioning). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip became caught in the chordae while grasping the leaflets. It was possible to grasp the leaflets in a medial position so the clip was deployed successfully on both leaflets. The final mr was grade 1. While discontinuing the procedure a pericardial effusion was identified on the right ventricle which was believed to not have been caused by any mitraclip devices. There were no adverse patient effects or clinically significant delays reported.